Event description:
The lay reporter contacted lifescan (lfs) in april 2006 alleging high readings on her mother's one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached by telephone for further clinical information. In february 2006 the patient felt dizzy and light headed at the time of testing. She tested on her lifescan meter and received a 361mg/dl. The patient contacted emergency services due to the reading. Paramedics arrived within 10 minutes and tested on their meter. The patient claims that the reading was much lower on the paramedic's meter than her meter. The patient was treated with food and/or beverage. The patient's test strips and control solution were in good condition and not expired. A customer care advocate (cca) had the reporter run a quality control test and test strips passed using the control solution. The patient was uncomfortable with the device; so the cca sent the patient a replacement meter and control solution. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, and the reading on the paramedic's meter. The complaint is being reported since the patient experienced symptoms suggestive of hypoglycemia and was treated by a medical professional.